Event description:
Info rec'd indicates the hi/low function is drifting.

Manufacturer narrative:
The facility found debris in the hi/low drive brake assembly. The facility cleaned the drive to repair the bed.